Event description:
The surgimend device was implanted on (B)(6) 2012 to repair an incisional hernia as part of a component separation procedure. During the procedure, the surgeon caused an enterotomy during takedown of adhesions to the small intestine. On (B)(6) 2012, the patient presented symptoms of an infection with blood cultures positive of klebsiella. On (B)(6) 2012, additional surgery was performed to evacuate a hematoma. On (B)(6) 2012, there was a leak at the anastomotic site on the small bowel. Between (B)(6) 2012 and (B)(6) 2012, the patient remained chronically ill. On (B)(6) 2012, the patient was transferred to another hospital. At this time, the patient was positive for e.coli, klebsiella and enterococcus. Another surgery revealed a large enterocutaneous fistula with multiple intra-abdominal abscesses and mesh infection. The silk sutures used to repair the enterotomy were removed as was some of the synthetic mesh and the surgimend. On (B)(6) 2013, an additional surgery was performed to repair the fistula and the hernia.

Manufacturer narrative:
No product lot number was provided so the implanted device's device history record could not be reviewed. However, the device is terminally sterilized using a validated sterilization procedure. It is unlikely that the device caused, or contributed, to the event. It is most likely that surgical error (causing an enterotomy on the small bowel) resulted in the subsequent contamination and multiple infections in the patient. In particular, bacterial contamination in close proximity to collagen-based devices may cause the devices to be digested by collagenase-type enzymes secreted by the bacteria.